Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.